Event description:
A malfunction was reported on a pump by a caller, who stated that there were no notable events preceding the malfunction. There was no adverse impact to the customer's blood glucose level. The malfunction code displayed was malf 0, and the fault ID was available, but the caller did not have the charging cable at the time of the call. As a result, the customer plans to follow up later to reset the pump, and they were advised to gather the pump's serial number during the follow-up. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.